Event description:
A malfunction on a pump was reported by the caller. The customer¿s blood glucose (bg) level displayed as "high"; although a specific value was not provided. A correction injection (mdi) was delivered to address the elevated bg level, and there was no need for third-party assistance. Technical support provided assistance in resetting the pump, and after the reset, the malfunction code did not recur. The customer was advised to continue using the pump and to call back if any malfunction codes reoccurred, which the caller acknowledged and understood.